Event description:
Pt underwent aortic valve replacement with device and CABG x3 on 11/7/95. Returned to surgery on 11/7/95 due to cardiogenic shock and cardiac arrest for CABG x1, pacemaker wire placement and replacement of iabp. The pt continued to do poorly with echocardiograms x3 showing nothing definitive. Angiogram on 11/8/95 revealed only one leaflet of the prosthetic valve. The pt returned to surgery on 11/8/95 but could not come off bypass and expired 11/9/95.